Manufacturer narrative:
Hold smpthe olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During manual cleaning, the customer uses septopredis detergent with novaclean brush to brushes the operating channel, the operating channel port, and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using anioxyde 1000. The scope was stored in a horizontal position and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the biopsy channel on the oes cystonephrofiberscope tested positive for one (1) colony forming units (cfus) of staphylococcus capitis on (B)(6) 2022, and 15 colony forming units (cfus) of staphylococcus capitis, staphylococcus hominis, microbacterium oxydans, corynebacterium tuberculostearicum, and aspergillus sp on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was peeling off and the biopsy channel was deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.